Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected indicated a partial electrical reset with a power on reset (por) code of 607008 that occurred on (B)(6) 2013.

Event description:
It was reported that the implantable pulse generator (ipg) had a system software error of a flipped bit. The pacing parameters reset programmed measurements without intervention and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.